Event description:
It was reported by dealer that all four wheels on the 65650 rollator have corroded due to wear and tear and the brakes no longer touch the wheels. No more information is available. The dealer had no lot number.